Event description:
Subsequent to the initial medwatch report, the following information was received: evaluation of the returned proglide device found that the posterior foot pocket was broken off and was not returned. The reporter was contacted, but was unable to provide any further information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The needle plunger, needles, cuffs, and link were not returned with the device; therefore, the reported experience of the needles returning without the suture could not be confirmed. However, the analysis of the returned device indicated that a portion of the posterior foot was broken off and was not returned. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, after depressing the needle plunger to deploy the needles, when the needle plunger was removed, the needles returned without the suture. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The other perclose proglide devices referenced are filed under separate medwatch manufacturer report numbers.